Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced blockage in the tubing event on (B)(6) 2026. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection (mdi). Patient reported insulin drops did not come out of the tubing, confirming a blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.